Manufacturer narrative:
The received information and log files of the affected device have been analyzed in the course of investigation. The device issued an s3 pressure too high failure. In case of the technical failure "s3 pressure too high" ventilation stops, and an optical and acoustical alarm is triggered. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. This failure indicates a possible problem with either the pcb sensor or the internal pressure regulator, both components were replaced to prevent further issues. The parts were disposed after the repair and could not be further analyzed.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator started audibly alarming loudly, displayed a high pressure alarm, then the ventilator stopped ventilating the patient. The ventilator was turned off then back on and the ventilator started functioning normally. No report of patient injury.